Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2007 the patient underwent the following procedures: I. Radical wide extensive total and complete anterior diskectomy at the l5-s1 level with complete removal of disk; complete removal. Of cartilaginous endplate; bony endplate contouring central canal decompression. Cpt code number 22899. 2. Anterior interbody fusion (arthrodesis) at the l5-s1level. 3. Anterior segmental titanium instrumentation at the l5-s I level using 4-hole titanium plate and locking plate system. 4. Use oflt threaded titanium cage at the l5-sl level on right measuring 16 mm in height and 26 mm in length. This functions as a biomechanical device for the intervertebral defect for the l5-s I level on right. 5. Use of lt threaded titanium cage measuring 16 mm in height and 26 mm in length at ls-s I on left. This functions as a biomechanical device for the intervertebral defect for the l5-s I level on left. Preoperative diagnoses: I. Traumatic internal disk disruption, lumbar spine. 2. Back pain, lower extremity symptomatology. Procedure: a retractor was placed. The opening was drilled followed by placement of threaded titanium cages at the ls-s 1 level on right cage measuring 16 mm in height and 26 mm in length was seated. This functioned as a biomechanical device for the intervertebral defect for the l5-s 1 level on right. A cage measuring 16 mm in height and 26 mm in length was placed at ls-s 1 on the left. This functioned as a biomechanical device for the intervertebral defect for the l5-s I level on left. We irrigated thoroughly. The wound was dried. We curetted the endplates further. Bone morphogenic protein was then placed within the cages as well as the interstices around the cages and interbody fusion arthrodesis at ls-s I was completed. Patient also underwent left retroperitoneal approach with mobilization of left iliac artery and left iliac vein for anterior exposure of spine at ls-s 1. Patient also underwent: I. Posterolateral arthrodesis at the l5-s1 level. 2. Left-sided posterior micro decompression at the l5-si level. 3. Use of dissecting microscope for field illumination and magnification for micro decompression at the l5-s I level. 4. Bone marrow aspirate through left posterior ilium through separate approach with transplantation in posterior lumbar spine. No complications were reported. On (B)(6) 2007 the patient underwent left shoulder open biceps tenodesis. Patient also underwent left shoulder arthroscopy with debridement of biceps tendon, labral repair, subacromial decompression, and debridement of partial rotator cuff tear. No complications were reported. On (B)(6) 2007 the patient underwent the following procedures: 1. Wide extensive anterior microscopic diskectomy with canal and foraminal decompression at the c5-6 level with use of dissecting mi croscope. 2. Anterior interbody fusion cs-6. 3. Anterior segmental titanium instrumentation cs-6. 4. Use of cortical cancellous composite graft as a biomechanical device for the intervertebral defect at the cs-6 level. 5. Bone marrow aspirate left anterior ilium through separate approach with transplantation in the anterior cervical spine. Preoperative diagnoses: I. Traumatic internal disk disruption cs-6. 2. Degenerative disk disease cs-6. 3. Neck pain and upper extremity symptoms. Surgical procedure: the appropriate size cortical cancellous graft was chosen. This was a biomechanical device for the intervertebral defect at the c5-6 level. This was soaked in bone marrow aspirate and gently tamped in position. We had rigid interdigitation of graft as it was well seated. We irrigated prior to placement of the graft. The wound was dry. The epidural space was dry. The graft was tamped in position. We had rigid interdigitation of the graft as it was well seated. Our interbody fusion arthrodesis at the c5-6 level was completed. No complications were reported.